Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. This ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Additional information received that this ra lead was discarded at the facility and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.